Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported to philips that the unit has an error code for an alarm led failure. The device was in use at the time of the event. The ventilator was swapped and there was no report of patient involvement or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the power switch overlay to resolve the issue. A good faith effort was made and the customer stated that the power switch overlay was replaced to resolve the issue. The device passed testing and was verified to be fully functional before placing back into service.